Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that when they were reprogramming the patient all the programs reset to 0.1, rep was attempting to group adjust where it would go up by 0.1 but instead the programs went to 0.1 rep stated there is nothing more she can do, she turned the intensity up for the patient, and it forced the rep to have the same intensity for all programs. Cause is not known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was the caller indicated that the patient had adaptivestim active with four programs. The caller activated group adjust/all programs together adjustment in group b. The caller indicated that when the patient programmer was used to connect to the ins all programs had an amplitude value of 0.1 and group adjust was working. The caller indicated that they think that group adjust activation caused the programmed amplitude values to change. The caller indicated that the session report showed that the amplitudes for each program in group b were in the 3.5ma range, which is what the caller programmed. The caller indicated that the patient remote was working to recognize the position. The caller indicated that in one instance the amplitude was not changing when moving from upright to lying to match the position. The caller confirmed that the report showed the transition time was set to 0 seconds for upright to lying. The caller also noted that group a when laying back 3.0 was good and in some cases 3.0ma was too strong, so the patient's perception of the same stimulation was not consistent. The caller was not with the patient. Tss reviewed information about programming.